Manufacturer narrative:
A partial lead was returned in two segments for analysis. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the asymptomatic patient presented to the clinic for a routine follow up, high pacing impedance was observed on the right ventricular channel. Increase in capture threshold was also observed. Patient will continue to be monitored.

Event description:
Additional information received indicated that the lead was explanted and returned.